Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the keypad buttons were unresponsive. The patient reportedly experienced a blood glucose (bg) measurement of 20mmol/l and higher and was not feeling to well. There was no indication of the exact bg measurement or what the patient's specific symptoms were. The pump reportedly had a 2 second delay in all of the menus when the keypad buttons were pressed. Animas customer technical support reportedly made multiple attempts to obtain additional information from the distributer as for the specifics on the bg values and the alleged issue with the keypad buttons but was unsuccessful. The reported non-specific bg measurement and non-specific symptoms does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged keypad malfunction.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the keypad was found to be fully intact. All keypad buttons were found to be responsive to button presses. The keypad cover was removed; there was no contamination found under the key contacts. There was no button contact defects observed. The pump cover was removed; there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The reported keypad complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).